Event description:
It was reported that a pump alarm occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported this issue, and after attempting to load a new cartridge with guidance, the alarm recurred. Technical support decided to replace the pump.